Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral provisional cutting guide fractured into two pieces during a procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event is confirmed as returned instrument was fractured. Visual inspection of the returned instrument found a fracture posteriorly. Multiple hardness tests were performed and found to be within specifications. Multiple scratches were noted which is indicative of repeated use. Furthermore, fracture surface analysis by scanning electron microscope (sem) showed that the femoral cutting guide was fractured due to overload. Existing fracture is typically a brittle cleavage overload fracture with ductile dimples. No obvious inclusions and no fatigue characteristics were identified on the fracture surfaces. Device history record was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. It appears that this event was due to the operational context as the fracture was caused by an overload of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.